Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney via the legal team regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported there was a request for the patient's most recent pump to be retrieved and returned for analysis. It was noted there was an issue with the pump.